Manufacturer narrative:
Follow-up #1 date of submission 01/21/2016. Investigation completed on 01/07/2016. Returned to manufacturer on 12/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings. On investigation, the keypad cover was found to be damaged over the ¿ok¿ button. All the buttons were unresponsive. When the cover was pulled back, the ¿ok¿ button contact was found to be inverted. The ¿up¿, ¿down¿ and contrast buttons¿ function also was restored when the keypad cover was lifted. No contamination was found under any of the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the &#33739;&#38914;utton contact was inverted. This report is made based on the results of investigation completed on 01/07/201615.